Manufacturer narrative:
A review of the manufacturing records was conducted. Results revealed the device was manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review. The device manufacturing procedures were performed as required. The directions for use were reviewed and found to adequately provide instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. Evaluation of the returned product was conducted. An original package (box) of the zcb00 model was received. There was inside the box the implant notification card, patient ID card, three (3) insert labels/stickers and the directions for use. No lens was received inside the box. Therefore the reported device problem could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that lens wasn''t properly loaded and there was also a scratch on the lens from technician. The incision had to be enlarged to remove the lens and it was replaced with an iol of same model/diopter. Account reported lens itself was not available for return.